Manufacturer narrative:
The insulin pump was received with button error alarm and had no button response due to corroded keypad traces. Unable to perform the functional testing including the operating currents, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. No frozen screen noted. The insulin pump had cracked case at the display window corners, minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during the rewind process. The buttons stopped responding while trying to access the reservoir set menu in the main menu. Customer's blood glucose level was 500 mg/dl. The customer treated her blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.